Manufacturer narrative:
(B)(4). Product investigation results: reporter returned type eb20 toothbrush head. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head has come off in mouth, brush head removed from the neck [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came off in her mouth after using it for ten days. No symptoms developed. 12-oct-2015 received follow-up: the consumer reported that the brush head removed from the neck. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head has come off in mouth, brush head removed from the neck. [Device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came off in her mouth after using it for ten days. No symptoms developed. 12-oct-2015 received follow-up: the consumer reported that the brush head removed from the neck. No further information was provided.